Event description:
It was reported that during a prostate procedure, the first fiber was chard and would not fire at 26,000 joules. The procedure was completed with a second fiber. No pt injury was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber. Fiber analysis: the fiber cap region burnt and melted. The fiber cap remains intact and exhibits a drilled through condition. The fiber shrink tube and fiber jacket are severely melted and burnt. The bevel section melted and exhibits burnt glue. The fiber cap exhibits detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. The potential for forward firing exists.